Event description:
Bilateral breast augmentation many years ago. Has developed bilateral capsular contractures with the left being class IV and painful. Pt underwent bilateral implant removal & bilateral capsulectomies. Both implants were removed intact. Capsules and implants sent to pathology for examination. Left implant was a mcghan silicone gel 220cc. Right implant was a saline implant-info unknown.